Event description:
It was reported that the patient presented in clinic. It was noted that no capture was observed on the left ventricular (lv) lead. The lv lead was confirmed to have dislodged, and loss of slack was observed on the right atrial (ra) and right ventricular (rv) leads via imaging. Upon opening the pocket, the physician noted the leads were all intertwined and spun around each other multiple times. The suture that tied the implantable cardioverter defibrillator (ICD) down was broken. Twiddler's syndrome was suspected by the physician. The lv lead was explanted and replaced, the ra and rv leads were given more slack and more remained implanted, the ICD was placed subpectoral. The patient was stable.

Manufacturer narrative:
Correction: section h6, health effect, clinical code should have been "4582, no clinical signs, symptoms or conditions".